Event description:
It was reported the ins was in a power on reset condition. The reason for the power on reset was unk. No pt info was provided. It was unk if the device had been implanted. F/u was attempted, but no further info was received.